Manufacturer narrative:
Nova biomedical is awaiting the return of the device for evaluation. If any significant findings are a result of that evaluation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer's blood glucose meter gave a blood glucose reading of 526 mg/dl at his physician's office and compared it to the physician's meter reading of 123 mg/dl. The difference in these readings was determined to be clinically significant. No decision to treat was made as a result of the reading. The meter will be returned to nova biomedical for evaluation.